Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, suture placement was attempted in the right femoral artery with a prostar device using the preclose technique. Reportedly, the suture failed to release. Needle back-down was performed. The sutures of a second prostar device were successfully preplaced. The arteriotomy was 9fr. The sheath was upsized to 18fr for the tavi procedure. When the tavi procedure was completed the successfully preplaced sutures achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the prostar device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicated the physician is established in the preclose technique.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of failure to deploy the needles was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.